Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had a seizure. Prior to this, the patient had no symptoms. During the event, the patient¿s cgm was reading 125 mg/dl while the bg meter was reading 30 mg/dl. The patient was wearing a tandem insulin pump. When able, the patient self-treated with berry juice and fruit snacks. She also removed her sensor and insulin pump. After 25 minutes, the patient¿s bg meter reading was 70 mg/dl. The patient self-treated with another berry juice. After 18 more minutes, the patient¿s bg meter increased to 92 mg/dl. The patient did not seek any assistance from a higher level of care. The patient was feeling ¿better¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.